Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a power on reset (por) condition. The patient planned to see her physician. The patient spoke with the company representative who indicated the device needed to be re-programmed. Additional information was requested.